Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had multiple emergency room visits but was only hospitalized one time. Blood glucose value at the time of the admission was 726 mg/dl. Customer stated that she was in diabetic ketoacidosis when she was admitted. Customer felt nausea and had hive. She was released on (B)(6) 2014. Customer was not wearing the insulin pump at the time of the admission but had disconnected prior to hospitalization. Nothing further reported.